Manufacturer narrative:
Info was received from a distributor who is not required to complete form 3500a. Evaluation summary: based on the lot number the reamer has a potential field age of 3 years and 6 months. Reamer locking screw fractures may occur if the locking screw is not completely and securely screwed into the driver. This situation may allow the reaming torque and any bending forces to be applied to the locking screw instead of being transmitted by the reamer body's facets to the tabs of the driver. The deformation on the reamer body's facets may have been caused by repeated use when not fully engaged with the driver tabs. However, an exact cause cannot be determined with certainty. Eval: as returned, the reamer shows wear not uncommon for its time spent in the field. However, the reamer locking screw has fractured at the treads. The reamer body facets are also deformed. The parts were dimensionally inspected and found to be conforming where measured with the exception to the previously identified fracture and deformation. The hardness of the locking screw was also checked and is conforming. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specs.

Event description:
It is reported that the reamer fractured during use. The surgeon noted that the reamer was dull and applied more force causing the reamer to break.